Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. The customer reported obtaining an unspecified sensor scan that was lower in comparison to an unspecified reading obtained on a competitor meter. The customer was diagnosed with diabetic ketoacidosis, hospitalized, and received unspecified hcp treatment. A sensor reading of 8.4 mmol/l was obtained in comparison to a competitor meter reading 11.6 mmol/l, however it is unknown when these readings were taken in relation to the medical event. No further information was provided.